Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a percutaneous coronary intervention procedure, difficulty crossing the lesion was encountered. The target lesion was located in the mid left anterior descending artery. A 20mm x 3.0mm quantum maverick balloon catheter was advanced, and difficulty crossing the lesion was encountered despite several attempts. The catheter was removed and the procedure was completed with a non-bsc device. No patient complications were reported and the patient's status is good. Returned product analysis revealed a perforation/hole of the shaft.

Manufacturer narrative:
Device evaluated by manufacturer: visual and microscopic examination of the returned product revealed contrast visible in the distal lumen, and shaft perforations/holes measuring proximally 5-1/2cm from proximal edge of balloon cone transition. A inflation device was used to reveal that the shaft damage was actually perforations/holes. No other damage was found. There was no evidence of any material or manufacturing deficiencies that could have contributed to the reported event or the confirmed damage to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).